Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. Additional information was requested and the following was obtained: the event description mentions "the non-stick coating that is located in the jaw is falling off" what is meant by non-stick coating? When mentioned: the non-stick coating on the jaw is falling off." Refers to the white pad covering the upper jaw of the device is the white tissue pad damaged? It does not refer to a white tissue pad, it refers to the covering of the upper jaw, its function is to prevent tissue adherence and to be able to make a correct seal without this covering, it is not possible to make the case because the tissue would stick to the jaw. Is the white tissue pad completely missing from the clamp arm? Yes, the white part that covers the jaw is detached, for this reason the procedure cannot be continued. Is the blade damaged? No, the blade did not have any damage. Is the titanium blade tip broken off? No, the active blade was damaged, it was only the damage to the upper jaw that has the white coating, which we call pad or pad.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: "the event description mentions "the non-stick coating that is located in the jaw is falling off". What is meant by non-stick coating? It refers to the pad that is located in the jaw, it came off for this reason, it cannot continue to be used. Is the white tissue pad damaged? Yes, it comes off the jaw. Is the white tissue pad completely missing from the clamp arm? Yes. Is the blade damaged? No. Is the titanium blade tip broken off? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be a harhd instrument. A closer look at the clamp arm interface shows the blade tip broken off. No damage to the tissue pad was observed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was not confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after 15 minutes, the specialist finds out that the non-stick coating that is located in the jaw is falling off. For this reason the specialist requests that the product be changed for a new one, and it worked normally. The procedure was completed successfully. The patient had no risk or delays in the procedure. There were no patient consequences.